Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the failure and replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The unit was placed on an in-house system, run in normal mode, and the reported failure was confirmed and reproduced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a u-02 error occurred on the erbe generator. The customer reported that the bovie shut off and had an error message stating that activation had been interrupted. The customer rebooted the erbe, and the error cleared but did come back again. The customer completed the first procedure and was setting up for the second one. An intuitive technical service engineer (tse) informed that the u-02 error might return and advised to use a valley lab force triad. The customer confirmed they had the force triad as a backup. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.